Manufacturer narrative:
H3: product analysis as found condition: the phenom 27 catheter was returned for analysis inside a biohazard bag and a shipping box. The stent was not returned. Damage location details: the catheter tip and marker were found to be flattened. Additionally, the catheter body appeared to be flattened between 4.0 cm and 9.0 cm from the distal tip. A kink was observed at 23.0 cm from the proximal end of the catheter hub. No flash or voids were noted in the hub, and no other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured and found to be within specifications. The catheter was flushed with water and was observed to be patent. It was then tested using an in-house 0.0026¿ mandrel, which successfully passed through the catheter hub without issues. However, the mandrel became stuck at 23.0 cm from the proximal end of the catheter hub. Conclusion: based on the findings from the analysis, the reported issues of "catheter kink/damage" and "catheter resistance" were confirmed. The returned catheter exhibited both kinking and flattening. It is possible that severe vessel tortuosity contributed to the resistance encountered during delivery. Since the stent was not returned, it was not possible to determine its contribution to the resistance issue. The customer report of "catheter kick back" and "difficult navigation" could not be confirmed. The cause could not be determined. Possible causes may include severe vessel tortuosity, high-force delivery, over-manipulation, and resistance during the delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a right internal carotid artery posterior communicating artery aneurysm, severe vessel tortuosity was encountered. After advancing the phenom 27 microcatheter to the straight segment of the middle cerebral artery (m1), the stent was delivered. Due to severe vascular tortuosity, there was significant resistance during stent delivery in the distal segment. Once the stent was positioned, the operator attempted to deploy it in situ. During deployment, the system dropped down to a position below the proximal neck of the aneurysm. The operator then attempted to retrieve the stent back into the microcatheter and slowly advance the microcatheter tip past the aneurysm neck, but this proved difficult. After multiple unsuccessful attempts, the entire system was withdrawn, and preparations were made to use a new stent. The operator attempted to advance the phenom 27 microcatheter again, but found it difficult to push forward and was unable to deliver it to the straight segment of m1. After withdrawing the microcatheter, the tip was found to be kinked. A new microcatheter and stent were then used, and after another round of operation, the procedure was successfully completed. No patient complications have been reported as a result of this event. The access vessel was the right femoral artery, which was 8.1mm in diameter. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The cause of the event was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. The flow diverter stent used was the domestic lattice model with a specification of 4.4-20.

Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.